Event description:
During an idiopathic ventricular tachycardia procedure, it was reported that the body surface and intracardial signals are intermittent on the carto 3 and cardiolab systems. Troubleshooting was performed, the bwi representative rebooted system while catheters remained connected and during a stage of initialization, the electrocardiograms (ECG¿s) disappeared. Catheters were disconnected from patient interface unit (piu), ECG¿s returned on both systems. When the thermocool sf nav bi-directional catheter was reconnected, all ECG¿s disappeared again. A map cable was exchange and the issue remained. The thermocool sf nav bi-directional catheter was exchanged and the issue was resolved, all ECG¿s were present. The procedure was completed with no patient consequences. On (B)(4), received additional information requested from bwi representative stating that loss of signal occurred on all channels on both systems at the same time. The signal loss occurred when the ablation catheter was connected, before mapping and ablation. The physician was not able to continue the procedure with this issue and therefore, the ablation catheter was replaced in order to complete it. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) 2013.

Manufacturer narrative:
(B)(4).